Event description:
A baxter workshop technician reported a colleague infusion pump with a defective battery. This condition was found during quality control inspection. This condition has the potential to interrupt delivery. The technician stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This is an ancillary service event. The cause was determined to be defective main batteries. No further testing has been completed at this time and no repairs have been performed. If any additional information is received, a follow up MDR will be sent. This involved a colleague p1.7 infusion pump with user interface module master software version 7.32.00.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.